Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right atrial (ra) lead was experiencing myopotentials over-sensing of noise leading to inappropriate automatic mode switch (ams) episodes. Programming changes were made. There were no patient consequences.